Event description:
It was reported that "the ars was found damaged during used on the patient". No report of patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the ars was found damaged during used on the patient". No report of patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). UDI related data quality updates only. Section d.4.-unique identifier (UDI)# corrected to (B)(4).

Manufacturer narrative:
Qn#(B)(4) bd changed from ars leak to needle hub crack by engineers after visual analysis of the customer supplied video. Remains reportable. Codes added. The customer report of a cracked needle hub was confirmed through visual inspection of the customer supplied video. The returned video shows leaking from a crack on the needle hub. A device history record review was performed with no findings relevant to this investigation. Based on these circumstances and the comments from r & d, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. An investigation was implemented (B)(6)2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the investigation's implementation date. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the ars was found damaged during used on the patient". No report of patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.